Manufacturer narrative:
Evaluation: no product or lot number was provided to assist in our investigation. However, based on the info provided, this incident appears to be the result of user error. Per our attached IFU, it is stated: "attach chest drain valve in direction indicated by arrow on valve."

Event description:
The user reported the heimlich valve has been connected incorrectly to the chest drain but was noticed in time. The user stated this could have cause the pt's condition to worsen and may have prevented the trapped air from escaping the pleural space, hindering breathing. They further complained that they felt the instructions were unclear on the heimlich valve, which caused the confusion. The product was removed and reinserted the correct way.